Event description:
A report was received that the patient ipg was not helping her pain. The patient felt her legs are heavy and was experiencing severe neck and back pain along with fever. It was noted that the patient was brought to the emergency room and was admitted at the hospital were a blood patch was given twice for fluid leak. The patient had a lead pull and the patient was reportedly doing well postoperatively.